Manufacturer narrative:
(B)(4): a review of the device history record indicates this device lot number was released meeting all release specifications at the time of manufacture. A review of complaint data reveals no trend for a device related failure for this condition. (B)(4)

Event description:
According to the reporter the balloon popped during an inguinal hernia repair procedure. It was also reported that the no harm occurred to the patient as a result of the malfunction of the device.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product and an evaluation of the returned device. The reported condition for this incident states that the balloon popped during an inguinal hernia repair procedure. The locking collar was intact. The trocar balloon appeared intact. The dissector balloon was disengaged. Functionally, the trocar balloon was inflated and did not demonstrate any leaks. The condition of the dissector balloon precludes functional testing. The evaluation determined that the root cause for the condition is related to inappropriate insertion technique of the dissector balloon through the trocar cannula along with lack of use of the lubricant during clinical application. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the disengaged balloon, the reported condition was confirmed.